Event description:
Balloon burst. The report received indicated that during a coronary stenting procedure, a 2.5x18 cypher stent was deployed and implanted successfully in the proximal left anterior descending artery (lad); then to "make flow" to the 1st diagonal side branch, the 1.5 x 10 mm firestar balloon catheter was successfully delivered through the struts of the cypher implanted at the proximal lad. However, while the firestar balloon was being inflated, the physician could not feel the pressure increasing above 12 atmospheres (atm). Therefore, the physician removed the unit from the patient and found the balloon was ruptured. Therefore, the balloon was exchanged and kissing balloon technique was used and the procedure was satisfactory finished. There was no report of injury to the patient. Further information indicated the target lesion was the 1st diagonal branch. The vessel was a de novo, not calcified, flexed nor tortuous. There was 90% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.